Event description:
It was reported that guide wire tip detachment occurred. During gastric embolization a 185cm journey¿ guide wire was advanced; however, when the wire was pulled back a little, it was noted that the tip had separated from the wire. The physician was able to snare the tip. No further patient complications were reported and the patient was in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire with no other devices. The guidewire was completely separated 165.5cm from the proximal end. Microscopic examination of the fracture surface appears to be consistent with separation due to ductile bending overload. The adhesive bond was present. The distal end including the high torque sleeve and corewire were not returned for analysis. There was no damage or irregularities to the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. During gastric embolization a 185cm journey¿ guide wire was advanced; however, when the wire was pulled back a little, it was noted that the tip had separated from the wire. The physician was able to snare the tip. No further patient complications were reported and the patient was in good condition.